Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer issue of "constant upstream occlusion" was unable to be reproduced. A review of the event history log revealed multiple events "upstream occlusion". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined however the ultrasonic will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant upstream occlusion. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.